Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as expected. It was also noted that the patient experienced inadequate pain relief and the patient underwent an explant procedure. The patient was doing well post operatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 20572058, UDI: (B)(4).

Manufacturer narrative:
Sc-1432 (sn:(B)(6)). Sc-8336-50 (sn: (B)(6)). Investigation results: the ipg and paddle lead were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as expected. It was also noted that the patient experienced inadequate pain relief and the patient underwent an explant procedure. The patient was doing well post operatively and the explanted devices were kept by the facility.